Event description:
It was reported that the atrial lead exhibited loss of capture. The lead remained implanted and the physician programmed the defibrillator to vvi pacing. The patient was in good condition.